Event description:
Upon setting up a new max canister for the penumbra max pump, it was discovered that the white connection attached to the filter, which connects the pump to the filter, was missing. A second canister was removed from inventory and no issues were encountered.

Manufacturer narrative:
Results: the canister looks to be in good condition, but the connector from the filter to the pump is missing. The canister is nonfunctional. Conclusion: the complaint has been evaluated. The complaint states that the connector from the filter to the pump was missing. During the evaluation of the product the connector for the filter to pump was not present. However, raw material reconciliation for the aspiration pump filter revealed that the number of aspiration pump filters pulled from inventory was equal to the number of pump canisters released in this lot. Therefore, the cause of this complaint cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.